Event description:
Customer reported a no delivery alarm that occurred on the insulin pump while she was changing the infusion set. The blood glucose reading was 108 mg/dl. Customer was advised to change the infusion set and reservoir and to clear the alarm. She was advised to disconnect and reconnect the tubing and reservoir and to push insulin through the tubing very slowly with the plunger. Customer stated that insulin did exit from the tubing. Changing the reservoir resolved the issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.